Manufacturer narrative:
Follow-up pt notes indicates that the reaction has been resolved; the condition of the affected area has improved. Additionally, the pt was given a sample of mineral make-up for cosmetic purposes. The device history records for radiesse lot 1015739 were reviewed; all required testing specifications had been met prior to release, and there were no abnormalities noted.

Event description:
The physician injected a pt with radiesse dermal filler in the nl folds on (B)(6) 2010. Two days post injection, the pt reported pain in the nostrils and swelling on the left side, along with red/purple coloring and whitish streaks. The pt was seen by the injecting physician on (B)(6) 2010 and was prescribed prednisone, cipro, and diflucan. The physician also recommended aquaphor, warm compresses and vinegar soaks for the pt. The physician diagnosed the pt as having a allergic vasculitis.